Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to prime the insulin pump. The customer stated the insulin pump pushed out all the insulin from the reservoir. The customer also reported the motor did not slow down after touching the reservoir and numbers did not appear on the display during troubleshooting. Customer's blood glucose was 120 mg/dl. Customer stated insulin did not drop after the act button was released. The customer declined to return the insulin pump for analysis.